Event description:
It was reported a lead integrity alert (lia) occurred for high rate non-sustained tachycardia episodes and sensing integrity counter (sic). The oversensing was unable to be replicated with pocket manipulations and isometrics and no issues were identified on xray. Electromagnetic interference was suspected. The patient presented to the emergency room again approximately one month later and noise artifact was observed on the electrograms and oversensing observed during episodes. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.